Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The alarm log was reviewed and functional testing was performed and nothing unusual was noted. Visual inspection was performed and noted a swollen main battery. The cause of the swollen main battery was undetermined. To address this condition, the main battery was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.